Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative regarding a patient who was receiving lioresal 500 mcg at minimum rate via an implantable infusion pump for intractable spasticity. It was reported the event occurred on (B)(6) 2016, but this date was approximate. It was reported the pump was alarming. The hcp read the logs and it was discovered the pump was stalling and recovering over and over. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. It was noted the patient was scheduled for replacement. The issue was not resolved at the time of the report. Other medication the patient was taking at the time of the event was unable to be obtained. The patient's medical history included cerebral palsy. The patient's status at the time of the event was noted as "alive-no injury." No surgical intervention has taken place. Surgical intervention, however, was planned and scheduled for (B)(6) 2016. It was also noted elective replacement indicator (eri) was in approximately 6-8 months, so the hcp was going to put the patient on oral medication.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.